Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown cause. The rv lead was replaced successfully. No additional adverse patient effects were reported.